Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification. Inspection of the cannula assembly did find it kinked, and a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. No other issues were noted. It could not be conclusively determined if the cannula was dislodged from the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27.8 mmol/l (500 mg/dl) with ketones present of 0.1, while wearing the pod between 24 and 36 hours on the abdomen. The patient noted that the cannula had dislodged from the infusion site and was bent after removal. Hyperglycemia treated by patient activating new pod and bolus. The patient's blood glucose, carbohydrate, and insulin history is as follows: time: 10:44am, bg(mmol/l): 18, (mg/dl): 324; cho(g): bolus(u): 10:47am, 27.8, 500, 22, 1.40; new pod 12:01pm, 24.9, 448.2, 1; 2:44pm, 16.2, 291.6, 66, 2.75.